Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported in a news article that a patient was being transported in the back of an ambulance when the ambulance was involved in a rollover accident in reported poor driving conditions. It was reported that the patient died during the accident event. It was confirmed that the patient was being transported on a stryker ems device during the accident event, however the device model and serial number were not reported. It was not alleged that the device caused or contributed to the patient death only that the patient was secured to the device during the accident event.